Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys testosterone ii assay (testo) on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer (e170). No erroneous results were reported outside of the laboratory. The sample initially resulted with a testo value of 143.2 ng/dl. The sample was repeated on (B)(6) 2018, resulting with a testo value of 4.74 ng/dl. Two other sample tubes that were collected from the patient at the same time were also repeated on (B)(6) 2018. The first tube resulted as 2.51 ng/dl and the second tube resulted as 3.32 ng/dl. No adverse events were alleged to have occurred with the patient. The testo reagent lot number was 278984. Upon review of the alarm trace, there were no relevant alarms around the time that the sample was pipetted. Several sample pipetting error messages occurred throughout the day on (B)(6)2018. Quality control results were within specified ranges.